Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the explant of the device resolved the issue with no further issues report. No further complications are anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, explanted: (B)(6) 2017, product type lead. Product ID: 3708660, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient was implanted with the deep brain stimulation (dbs) system about 3 years ago, and signs of an infection around the burr hole due to the patient's chronic diabetes were observed about a year and a half ago. An incompatibility between the device system that was implanted and a living body was noted. The patient was under observation and an anticoagulant was administered. The system was ultimately explanted on (B)(6) 2017 as the infection could not be controlled. It was also noted that the event remained ongoing "with injury" at the time of this report. The hcp's observations about the severity was "not severe". No further complications were reported/anticipated. The patient's medical history included: diabetes.